Manufacturer narrative:
Additional information was added to the following fields: h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise, oversensing and pacing inhibition on the left ventricular channel. Due to this, undersensing leading to over-pacing was observed on the right ventricular channel. Analysis was performed and it was determined that this was an oversensing of the p signals related to the left ventricular lead being close to the atrium. Reprograming and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise, oversensing and pacing inhibition on the left ventricular channel. Due to this, undersensing leading to over-pacing was observed on the right ventricular channel. Analysis was performed and it was determined that this was an oversensing of the p signals related to the left ventricular lead being close to the atrium. Reprograming and troubleshooting options were discussed. This system remains in service. No adverse patient effects were reported.